Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead exhibited high thresholds during placement. Exit block was noted during the procedure. The lead was removed and replaced. No patient complications have been reported as a result of this event.